Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus/misplaced right essure coils was seen with almost entire coil'), device breakage ('coil had been removed out of the uterus. It was fragmented in two fragments'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding( menorrhagia)') in a 35-year-old female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy, d & c, cervical dysplasia, menometrorrhagia, uterine bleeding, hemostasis and pregnancy. Previously administered products included for birth control: mirena iud from 2009 to 2011. Concurrent conditions included loop electrosurgical excision procedure since 2012, bloating and right lower quadrant pain. On (B)(6)2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy and novasure ndometrial ablation on (B)(6)2018, dilation & curettage). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion and device breakage outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, migration. Discrepancy noted in essure confirmation test and pregnancy confirmation test both was mentioned on same date (B)(6)2012 , lgsil pap when she found out she was pregnant . Hence pregnancy considered as a medical history as there was no further pregnancy information on essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: bilateral fallopian tube sterilization microinserts, with occlusion of the fallopian tubes.. Imaging procedure - on an unknown date: lgsil pap when she found out she was pregnant.; on (B)(6)2012: bilateral occlusion. Total bilateral occlusion. Both tubes are blocked.. Concerning the events injury was reported in this case were described in medical records: menorrhagia, dysmenorrhea, migration, breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus/misplaced right essure coils was seen with almost entire coil'), device breakage ('coil had been removed out of the uterus. It was fragmented in two fragments'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding( menorrhagia)') in a (B)(6) female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy, d & c, cervical dysplasia, menometrorrhagia, uterine bleeding, hemostasis and pregnancy. Previously administered products included for birth control: mirena iud from 2009 to 2011. Concurrent conditions included loop electrosurgical excision procedure since 2012, bloating and right lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy and novasure endometrial ablation on (B)(6) 2018, dilation & curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and device breakage outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral fallopian tube sterilization microinserts, with occlusion of the fallopian tubes. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Total bilateral occlusion. Both tubes are blocked.; on (B)(6) 2012: lgsil pap when she found out she was pregnant. Concerning the events injury was reported in this case were described in medical records: menorrhagia, dysmenorrhea, migration, breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2 & 3 processed together. Pfs received- case becomes incident. Event injury was removed. New events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, migration were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient's date of birth was added. Reporter's information was added. On (B)(6) 2019: fu 2 & 3 processed together. Pfs & mr received- lot number was added. New event abnormal bleeding(vaginal), migration/migration of essure device location of device: uterus/misplaced right essure coils was seen with almost entire coil and coil had been removed out of the uterus. It was fragmented in two fragments were added. Onset date of event pelvic pain was added. Patient's height and age were added. Reporter' information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.